Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the 2nd obtuse marginal artery. A luge j 182cm guide wire was prolapsed for an estimated hour in the 2nd obtuse marginal when the tip detached. No attempt was made at retrieval and the tip remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the 2nd obtuse marginal artery. A luge j 182cm guide wire was prolapsed for an estimated hour in the 2nd obtuse marginal when the tip detached. No attempt was made at retrieval and the tip remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was received with distal tip damage, spring tip was not provided. The visual inspection was performed and the device presents a kink at 176.5cm from the proximal end, additionally the wire has a fracture at 178.3cm from the proximal end. Measurements taken and all outer diameter measurements are within the specifications. Device was sent to the (B)(4) lab to determine root cause of the fracture. (B)(6) reported failure occurred due to a fatigue event in a bending moment. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).